Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient experienced a wearable failure which occurred 1 day after the sensor had been inserted in the arm. On (B)(6) 2024 , the sensor failed while the patient was sleeping. The display device (insulin pump) showed sensor failure alert with the big red "x" symbol on her screen. The patient experienced seizures while sleeping. She was alone at home and when her husband notices what was happening on their home camera, he immediately contacted one of their neighbor who assisted her. The neighbor treated the patient with sugar and juice. The patient took a blood glucose reading which confirmed hypoglycemia (no value reported). The patient was not hospitalized. At the time of the report the patient was conscious and feeling okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.